Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a fall while holding the patient programmer (pp) and the antenna was bent and now pp won't connect with or without antenna. The patient reported that during the fall, they accidentally pressed the increase key and the stimulation shocked them. It was reported that the stimulation was turned off using the ins recharger. The patient reported that they had overstimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.